Event description:
Pt set up on a rented achieva ventilator. This ventilator passed the self test and then was applied to the pt with the ventilator settings of: a/c 12, tidal volume of: 700cc's, oxygen of 65% and peep of 10. The ventilator seemed to be functioning well and the pt was tolerating the settings, until about 3-5 mins, while rptr was still in the room, the loud audible alarm was ringing steady for 5 or more mins straight. Rptr could not reset this alarm. Of course the pt was immediately ambu'ed and no adverse effects were noted. Rptr checked the ventilator again, and referred to the operator's manual. The manual indicated that 2 problems could be 1. A completely depleted internal battery or 2. A microprocessor problem. Rptr checked the power outlet and made sure that it was plugged in and ran a self-test again. This is the first time this ventilator was being used and it had not been plugged in while being stored. The ventilator was functioning well after this and placed again on the pt. Apparently, the ventilator was functioning until sometime after midnight. It was reported that the ventilator stopped working and gave a long loud audible alarm that was unable to be reset. This machine was taken out of svc and reported to rental co. Rptr clearly had an out of box failure. MFR rectified the situation by immediately replacing the achieva. MFR was able to duplicate the reported problem described. MFR's svc organization discovered that there was a mfg defect in the unit, resulting in an equipment failure caused by electro-static discharge (esd). The problem was corrected, and the ventilator then passed all of MFR's test criteria.